Event description:
It was reported that, "the screw head sheared off during implantation and had to be removed."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.